Event description:
A report was received that the patient had a lead revision due to the anchor protruding through the skin due to the patient being very thin. The physician moved the anchor to a deeper location. The patient is reportedly doing well following the procedure.